Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. The reported issue was solved by replacing expiratory channel printed circuit boards (pcb). After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirmed the reported issue at date of the event. The expiratory channel pcb were returned for further investigation. Visual inspection of the returned parts revealed no abnormalities. The parts were placed into a reference ventilator for simulated use testing, where they passed multiple pre-use check (pucs). Following this, ventilation was successfully performed for several days without generating any alarms or errors. After ventilation, several pucs were conducted, all of which passed. The reported issue could not be reproduced at the manufacturer site; therefore, a definite cause cannot be established at this moment.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).